Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. The pt states in the event day, her blood glucose was >500mg/dl. She went to the hospital and was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.